Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during unspecified procedure, the subject device had static output on monitor. The intended procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection and the reported failure "static output on monitor" was not confirmed. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during unspecified procedure, the subject device had static output on monitor. The intended procedure was completed with a similar device. There were no reports of patient harm.